Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer was using a replacement insulin pump. The customer explained that they had to set the time again after every battery replacement. The customer's blood glucose was 189 mg/dl. The custome confirmed the occurrence of the alarm in the alarm history of the insulin pump. The customer was advised that their insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed after battery change due to broken solder joint of connector on interface board. The insulin pump had a cracked case at display window corner, cracked lcd window and cracked reservoir tube lip.